Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and an anomaly was noted on the telemetry coil. The root cause of the field event was due to an anomalous solder joint on the coil wiring.

Event description:
It was reported that the device could not be interrogated during a routine follow-up. The device was explanted and replaced. The patient was fine following the procedure.